Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 2.8c. Unit received without original battery cap. Test battery cap fits and function properly.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.